Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 181 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded. He removed the battery for 10 minutes and cleaned the battery cap, but the display did not return after inserting a new battery. The customer stated that the alarm history showed an unexpected restart alarm. He stated that the insulin pump was stored or not in use for an extended period of time. He was assisted with rewinding and reprogramming the insulin pump. She was advised to monitor the insulin pump and revert to a back-up plan if needed. The device was not replaced or returned for analysis.